Manufacturer narrative:
B5 - reportedly "the patient is already operated on and seeing 20/20. It is confirmed that the intial lenses were swapped." Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.0/1.5/041 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) in (B)(6) 2022. Refractive surprise was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.